Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for inspection, and the findings are as follows: the distal hypotube at the needle distal end was missing and not returned. The pebax sheath at the distal end was punched and torn. The distal needle tip appeared in a good physical condition without visible bend. No additional defects were observed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported failure likely occurred due to the device experiencing excessive resistance and/or angulation. The event can be detected/prevented by following the instructions for use (IFU) which state: "do not force the instrument if resistance to insertion is encountered. Confirm the endoscope is straight and in the neutral position. Attempting to force the instrument could cause patient injury, such as perforation, bleeding, or mucous membrane damage. It could also damage the endoscope and/or the instrument." ¿do not angulate the bending section of the endoscope abruptly while the needle is inserted into the instrument channel of the endoscope. This could cause patient injury, such as perforation, bleeding, or mucous membrane damage.¿ this supplemental report includes information added to h4. Olympus will continue to monitor field performance for this device.

Event description:
A user facility reported to olympus that while using a single use aspiration needle during a lymph node puncture, a small silver metal spiral broke out of the needle. The metal spiral fell into the patient's bronchus and had to be retrieved with a foreign body forceps. The needle was then defective and no longer usable. The retrieval resulted in a 5-10 minute delay. The patient did not suffer any harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.